Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, pause episodes were observed. It was noted that when the patient was lying down, the device failed to sense the very low amplitude electrograms. No programming changes could be made and the patient was stable.